Event description:
A dialysis facility reported that two patients gained weight during a hemodialysis treatment. The machine passed the self tests and the pressure holding test prior to use. The first pt came in with a pre dialysis wt. The machine indicated that 1.9 kg. Was removed. The pt was asymptomatic during treatment but was noted to have a facial edema post treatment. See report number 2937457-2008-00003 for info on the second pt.

Manufacturer narrative:
Device was evaluated on site by a fresenius equipment specialist. A small ultrafiltration (uf) variance was observed. The uf was 40 ml/hr. Greater than expected. The reported problem was not duplicated.